Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a product performance anomaly. Evidence suggests that there was no replacement. No additional adverse patient effects were reported.